Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced evidence of reductions in speed to 8890 rpm, with a fixed upper limit of 9200 rpm and a lower speed limit of 8800 rpm. When the speed reductions occurred there were no parallel changes in flow, pi, or power. An echo was performed on there were no suctions events. An x-ray was taken of the kinked driveline. The pt denies that any alarms occurred. Doppler blood pressures have been within normal parameters. The log file was reviewed by MFR's technical service group and no issues were noted. The x-rays were also reviewed and a sharp bend near the bend relief of the driveline, at the distal end was noted. The MFR requested that the hospital staff monitor the pt and give update if any alarms occur.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.